Event description:
A malfunction alarm was reported for a pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact service if any further issues arise.